Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a hemorrhoid procedure, the device would not staple but cut. There was poor bleeding. Intervention was completed with manual sutures. There were no adverse consequences to the pt.